Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this device was explanted and replaced for an unspecified reason. The patient was stable with no additional adverse effects reported. This device was subsequently received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device was explanted and replaced for an unspecified reason. Additional information has been requested but not yet received regarding this event. The device was subsequently returned for analysis. The patient was stable with no additional adverse consequences.